Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water cylinder and air/water channel, but it was not possible to identify the foreign matter. Due to a leak failure in the hardness adjustment ring and plug unit, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up/down directions did not meet the standard value, due to damage on the flexibility adjustment ring the water tightness was lost, the grip had a scratch, the suction cylinder had no color, switch 1 had a pinhole, the switch box had a scratch, due to a crack on the plug unit the water tightness was lost, due to deformation of the nozzle the water removal ability did not meet the standard value, the objective lens had a crack, the light guide lens had a crack, the adhesive on the bending section cover rubber had a crack, the connecting tube had a scratch, and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope angulation cable was torn. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder both had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.